Event description:
Boston scientific received information that a patient was implanted with a boston scientific pacemaker and has wolff-parkinson-white syndrome and periods of asystole. Whenever the device is checked and the atrial lead is tested and the atrium becomes excitable and the rate becomes fast followed by asystole. Boston scientific technical services (ts) discussing programming and the field representative was to discuss options with the physician. No additional information has been made available at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.